Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/08/2019. The product support engineer troubleshot this issue with the customer over the phone. The pse had the customer to go to machine to verify text of screen. Further information was received. There was no fault on the ventilator. It was an operator error. The customer reported that the shut down button appears when they press the power button.

Event description:
The customer reported that when the standby key is pressed, a red block is displayed. Reportedly, a standby button is not displayed. The ventilator was in clinical use at the time of the event. There was no harm to the patient. The event date was not specified; estimate used.